Event description:
This was a cardiac lead extraction case conducted in the hybrid suite of the operating room with intent of replacing a malfunctioning ra lead. The md prepared the ra lead with an lld-ez and began lasing with the 14f sls, in addition to a medium 33cm visisheath. When attempting to pass an occlusion with the visisheath in the svc/ra junction, a svc tear was confirmed via fluoroscopy. The patient's arterial blood pressure dropped, the CT surgeon was paged, an emergent pericardiocentesis was performed, CPR started. The crash cart containing the thoracotomy and open chest tray was not in the hybrid suite, but out in the hallway. Twenty-five minutes later CPR still in progress, the CT surgeon arrived and performed a thoracotomy approximately 5 minutes later. A tear in the svc/arterial junction was noted, but unfortunately the patient was unable to recover at that point. No devices were retained for return analysis, as they were discarded during the code. Several (04/25/2011, 05/09/2011 and 05/10/2011) unsuccessful attempts were made to gather device lot information.